Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was leaking oil. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed pretests for the loctite assessment for the modified set screw, the safety assessment power broken (runs in the load position). Furthermore, it was determined that the device had low rotations per minute (rpm) 73,256 rpms should be at least 75,000 rpms. It was determined that the device could not be repaired because the heavy duty hose was no longer available and that the device could not be disassembled. It was determined that the root cause for the failed loctite assessment and low rpm was consistent with normal wear over time. It was determined that the issue with the failed safety assessment (power broken) is consistent with running the device in the load position or pushing on the disconnect while the device was running. If additional information should become available, a supplemental medwatch will be submitted accordingly.